Event description:
Heater began alarming, rt replaced heater, kept alarming, notified biomed. Noted e21 error. Looked up code in manufacturer manual and noted repair recommendation and replaced main pcb board due to transmitter failure. Functional test completed and passed. Heater put back in service.